Event description:
It was reported by the customer that the needles were breaking in the patient. It was communicated that the issue occurred on three occasions. No information was received regarding any serious injury as a result of this product issue.